Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5.

Event description:
It was reported during reprocessing, the bronchovideoscope exhibited a scope communication error code b30. There was no patient involvement.

Manufacturer narrative:
E1 - email: (B)(6). Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Fiberscope connected to the olympus tower and indication on the screen: scope communication err (b30) contact olympus + scratch on flexible section 9" from the distal tip